Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the cause of the infection was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient had her entire system explanted yesterday morning due to an ins lead site infection. The c aller stated that the site looks "angry" and was sleeping. The caller reported that it's unknown if infection testing was done to the site, but the patient has been started on antibiotics (unknown when they started). The patient is currently in the hospital, and might be discharged today. The rep noted that the patient was doing well.